Event description:
It was reported that rbcs were found to be leaking from the upper portion of the drip chamber while connected to a patient. There was no harm.

Manufacturer narrative:
The customer¿s complaint of a leak at the drip chamber was confirmed. A photo provided by the customer observed blood leaking from the pvc tubing to the inlet port of the drip chamber blood filter top cap. The root cause of this failure was not identified.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Although requested, the patient¿s demographics was not provided.

Event description:
It was reported that rbcs were found to be leaking from the upper portion of the drip chamber while connected to a patient. There was no harm to the patient.